Event description:
The patient reported she was hospitalized in 2007, because her insulin infusion "pump quit" on her. She stated her highest blood glucose reading was "over 600" mg/dl when she went to the hospital. She said she went to the hospital, and the doctors " never considered the pump was not working" and the doctor didn't want to put her in the hospital. She went home and had to return to the hospital 6 hours later. She stated she told the doctor her infusion device was not working, and she stated he agreed. She said she did not know how it was not working, but felt she was not getting enough insulin. She stated she was diagnosed with dka (ketoacidosis) and felt "very sick for that day." When asked if the device displayed any error messages before the incident, she said no. She stated it might have been insulin as she might have left it out too long. She stated she did not call pump support and decided not to use her backup infusion device. She has been on injections since 2007. The patient was not willing to find the infusion device, and give the serial number. The patient was requested to return the product for evaluation.